Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.

Event description:
Attorney reported: (B) (6) 2006 - patient underwent ventral hernia repair surgery. Patient's hernia was repaired with a small oval composix kugel patch ((B) (4) lot no. 43cqd278). On (B) (6) 2008- patient began experiencing severe abdominal pain and was admitted for exploration of the wound at the site of the previous hernia repair. During surgery, her physician observed inflammation around the mesh and also found that the mesh had become detached from the abdominal wall. The mesh was infected and removed at this time. Because of the defective composix kugel patch and all the medical visits and surgeries it necessitated, patient has suffered and will continue to suffer physical pain and mental anguish.